Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met during the loading process, air bubbles were observed and there was difficulty extracting air from the cartridge. There was no reported impact to customer's blood glucose. No additional information was provided.